Manufacturer narrative:
Pump pedal; pump pistons; pump pedal weldment.

Event description:
It was reported by service report that the pump pedal was broken. It is unk if there was pt involvement or if there are adverse consequences to report.